Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2019-03970, 2015691-2019-03971, and 2015691-2019-03972 per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci).  There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The exact cause of the coronary obstruction cannot be determined based on the limited information provided in the article. It is unknown if the events were related to procedural complications or patient co-morbidities.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The date of the events is unknown. According to the article the date range for this event(s) is from september 2015 and january 2019.  For this reason, the first day of the range was used as the occurrence date. This report represents the patient reported to have experienced a coronary obstruction during the procedure. This is one of four manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported in the published article ¿comparative outcomes of balloon-expandable s3 versus self-expanding evolut bioprostheses for transcatheter aortic valve implantation¿, a single-center retrospective analysis was performed of all consecutive transcatheter aortic valve implantation procedures performed through the transfemoral approach with either sapien 3 (20, 23, 26, 29 mm) valve or a non-edwards valve at the hospital between september 2015 and january 2019. Final comparisons were made between 452 s3 patients and 129 non-edwards valve patients. Device implantation was successful in all patients. The need for valve post-dilation was lower in the s3 group. The following ¿procedural¿, ¿in-hospital¿ and ¿30-day clinical outcomes¿ events were reported to have occurred among the s3 group: one patient had valve embolization during the procedure. One patient had a coronary obstruction during the procedure. Six patients had moderate post procedure aortic regurgitation, and nine had moderate aortic regurgitation 30 days post procedure. Seven patients had in-hospital transient ischemic attack/stroke and 8 had transient ischemic attack/stroke 30 days post procedure. 55 patients experienced bleeding/vascular complications (as defined by the sts/acc tvt registry¿s adverse event definitions v2.0.) And 71 patients required permanent pacemaker post procedure.